Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: vent had o2 failure issues, it is unclear whether the customer was using a tank or the wall during this event. Will try to get more information on that. Patient moved to different vent. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: vent had o2 failure issues, it is unclear wheather the customer was using a tank or the wall during this event. Will try to get more information on that. Patient moved to different vent. No health impact or consequences.